Manufacturer narrative:
Additional information: additional information indicated that there were no issues with the right eye. The explant of the lens in the left eye was performed due to hyperopic outcomes. It was noted that the original lens was removed and the replacement lens was implanted on (B)(6) 2025. The applicable fields were updated accordingly. Based on the additional information received, the following code was updated/added: section h6: health effect ¿ clinical code: 2138 ¿ visual impairment. Corrected data: upon review, it was noticed that the date of (B)(6) 2026 was inadvertently entered in section d6b of the initial MDR report and is incorrect. This information has been corrected in this supplemental MDR report based on the newly received information. Section d6b: if explanted, give date: (B)(6) 2025. The following code, which was entered in the initial MDR report, is no longer applicable to this event: section h6: health effect ¿ clinical code: 1845 ¿ eye injury. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2026 and (B)(6) 2026. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal toric intraocular lens (iol) was explanted from a patient¿s left eye due to an unspecified visual issue. The replacement lens was of the same model. There was no medical intervention required. The explanted intraocular lens was not preserved. No further information was provided.